Manufacturer narrative:
Device evaluation: 1 x fs-oa-8.5 device of lot number c1874258 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file captures an incorrect size wire guide used on the device which has been attributed to user error. This file is related to pr384135 -detached from lock. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on 23/feb/2023. On evaluation it was noted that the guiding catheter and introducer returned separated. Connector hub returned separately. Damage (fraying) observed on the end of introducer. Kink observed approx. 96.5 cm from damaged end of introducer. Document review: prior to distribution all fs-oa-8.5 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for fs-oa-8.5 of lot number c1874258 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1874258. The instructions for use, ifu0096 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0096) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on the customers testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to the completion of the investigation on 28-apr-2023.

Event description:
As initially reported to customer relations: we [end user] had a oasis 8.5 intro g31526 malfunction a few weeks ago, it detached from the lock. I [end user] have the product if you want it, [the physician] wanted to make sure it was reported. Additional information per customer: (B)(6) 2023 procedure was an ercp. Stent was able to be deployed despite device introducer malfunction. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. For all complaints, ask: does the complaint relate to: device placement:(this one). Device removal. Observation prior to patient contact. What was the target location for the stent? Cbd. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in temperature and humidity regulated cabinets within endoscopy suite. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Angled, .025in, 270cm. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes, please indicate the procedure performed. Sphincterotomy, balloon dilation and balloon sweep. Did the patient involved exhibit altered anatomy or tortuous anatomy? No if not with the device in question, how was the procedure finished?stent was able to be deployed despite device introducer. What intervention (if any) was required? Stent was able to be deployed despite device introducer. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, tjf-q190v, 4.2mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other: biliary duct. If other, please specify. Was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Unsure. Where was the stricture located in the duct? Mid/upper third of the main duct was the stricture dilated prior to placing the device? Yes. If so, please indicate what device(s) were used. 4mm and 6mm balloon dilator. Was resistance encountered when advancing the stent through the obstructed area? No after placement, was stent position verified? Yes. If yes, please describe how. Fluoroscopic imaging. Please estimate the amount of time the stent was in place prior to this occurrence. Not specified. Did any section of the device detach inside the endoscope or patient? No, stent introducer leur connection from the back end separated from deployment device making stent deployment difficult. If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a was the broken device retrieved? N/a. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. None. Did the patient require any additional procedures as a result of this event? Not specified what intervention (if any) was required? Stent was able to be deployed despite device introducer. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.